Manufacturer narrative:
The bumper pad that was used during the procedure was discarded by the hospital so it was not available for evaluation. Another item from the same batch was available for evaluation. It was confirmed that the device had been manufactured to specification and no issues could be identified. No other complains were received for the remainder of the batch. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets modular distal femur implant. (K121029).

Event description:
It was reported by the surgeon that during a custom distal femur replacement procedure the bumper pad that was provided did not fit the rotating hinge. A second bumper pad was used, which fitted straight into place.

Manufacturer narrative:
The bumper that was used during the procedure was discarded by the hospital so it was not available for evaluation. Another item from the same batch was available and used without problem. It was confirmed that the device had been manufactured to specification and no issues could be identified. No other complaints were received for the remainder of the batch. The surgical procedure was successfully performed with no reported complications or patient consequences. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that during a custom distal femur replacement procedure the bumper pad that was provided did not fit the rotating hinge. A second bumper pad was used, which fitted straight into place. This is a supplemental report to 3004105610-2014-00149 (B)(4).